Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the user changed the rate instead of the dose of heparin infusion. Heparin drip dose increased from 10 units/kg/hour to 16.863 units/kg/hour without a rationale documented. There was no report of patient harm